Event description:
It was reported that during a ptca procedure, involving a 75% stenotic lesion in the rca, crossing difficulties were encountered. While attempting to remove the stent/delivery system, the stent became caught on the tip of the guide catheter. Upon removal, it was noted that the stent had moved on the delivery device and there was damage to the stent. No pt injuries or complications were reported.